Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 30 mg/dl while wearing the pod between 1 and 4 hours. While visiting the doctor for a routine checkup, the patient loss consciousness. The patient was treated with a glucagon injection and placed on observation.